Event description:
On october 19, 2021, senseonics was made aware of an incident where patient experienced two false hypoglycemia incidents. The user reported that on (B)(6) 2021 at 6:30 pm, the blood glucose (bg) was 200 mg/dl where as sensor displayed 50 mg/dl. At 9:30 pm on the same day the blood glucose (bg) was 180 mg/dl where as sensor displayed 42 mg/dl. User received hypoglycemia alerts.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. Based on the analysis, the reported example on (B)(6) 2021 at 9:30 pm cet, where sensor reading was 42 mg/dl and blood glucose/ fingerstick measurement was 180 mg/dl could not be confirmed as the system was not in use from 3:44 am cet on (B)(6) until 4:02 pm cet on (B)(6). As the system being not in use, there could be no further investigation performed at this time.